Event description:
It was reported that the implantable pulse generator (ipg) device and lead were explanted due an infection. The surgeon complained of possible interaction with arcing from plasma blade to the pacemaker during the extraction surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual examination of the shield noted cautery marks were present. If information is provided in the future, a supplemental report will be issued.